Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the leads were replaced on (B)(6) 2019 and the ins was repositioned but not changed. No further patient complications were reported as a result of this event.